Manufacturer narrative:
Evaluation summary: it is noted in a post op office visit that post op x-rays do not show any fracture remaining or visible. It is unknown what size rasp was initially used to start the reaming process, and it is also unknown what increments the serial rasping followed. Surgical technique for the kinectiv system (B)(4) instructs to begin the rasping sequence with the smallest rasp and then proceed with a rasp that is at least two sizes smaller than the templated size. The rasp also should not be countersunk deeper than the undercut feature. Operative notes do not go into enough detail to decipher if proper surgical technique was carried out. Cause cannot be definitively determined. Evaluation: review of the device history records was not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available information, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.

Event description:
It is reported that while placing the 7.5mm rasp, a small undisplaced calar fracture occurred medially. It was noted immediately and, before it spread or displaced, the rasp was backed out. The surgeon used 2 cerclage cables.